Manufacturer narrative:
Device analysis: the oad was returned with the detached driveshaft section. The original guide wire was returned engaged in the device and detached driveshaft section. The initial visual and tactile examination revealed that the driveshaft and saline sheath had been destructively cut 84.2cm distal to the nose cone assembly, with one filar still attached to the driveshaft. The saline sheath had also been destructively cut 52.2cm from the distal end of the sheath. Further examination revealed that the driveshaft filars were deformed and overloaded 2.8cm distal to the lap weld and extended distally 9mm. This type of damage is an indication that the device had experienced some form of resistance while spinning during the procedure. Additionally, the driveshaft filars were stretched and elongated at the distal end near the tip bushing. The crown was detached and missing from the driveshaft. The distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft. The distal guide wire shaft section was engaged in the driveshaft, but the spring tip was detached and missing. The distal stretched section with the fractured guide wire section was destructively cut and sent for scanning electron microscope (sem) analysis. Sem analysis revealed platinum particles ground into the surface of the tip bushing. This indicates that the guide wire spring tip ((B)(4)) contacted the spinning driveshaft at some point during the procedure. Sem analysis also revealed a significant amount of solder on the driveshaft, indicating that the crown had been adequately bonded to the driveshaft. Additionally, sem analysis identified evidence that excessive pulling force was the cause of the guide wire fracture. The proximal guide wire section within the handle assembly was removed proximally with significant resistance. Examination of the remaining section of the guide wire revealed a kink 156cm from the proximal end. Further examination of the kink revealed surface wear on the kink, indicating that the driveshaft had spun over the kinked section at some point during the procedure. The damaged driveshaft section was removed to allow for functional testing. An in-house .012" test wire was loaded through the driveshaft and handle assembly without resistance. When tested using an in-house saline pump, the oad spun at low and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the viperwire tip breaking off could not be conclusively determined. If the guide wire was stuck in the stent and excessive force was used to try and remove it, exceeding the tensile limit, the guide wire may fracture. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi coronary viperwire guide wire was left in the patient. The patient had a stent previously placed in the left anterior descending (lad) artery and the lesions were located just proximal and just distal to the stent. The physician wired the vessel and crossed through the stent using a finecross wire. The physician exchanged for a csi viperwire guide wire and loaded a csi orbital atherectomy device (oad) onto it. The lesion proximal to the stent was successfully treated first. The oad was advanced distally, but was unable to cross completely through the stent. A couple additional attempts were made to advance the oad through the stent, but were unsuccessful. The physician attempted to remove the oad from the patient, but discovered that the distal section of the driveshaft was stuck in the introducer sheath. The driveshaft was cut in an attempt to remove it, but was unsuccessful. After pulling the oad and guide wire as a unit, the physician was able to remove them. Follow-up angiography revealed that tip of the viperwire had broken off and was left in a sidebranch of the profunda. The proximal lesion was then treated via balloon angioplasty. The patient status remained stable throughout the procedure. Requests for additional information were made, but were denied by the facility.